Event description:
It was reported that the inappropriate high-voltage (hv) therapy was delivered by the device. Technical support was contacted, but no intervention has been performed at this time. The patient was stable.

Event description:
Additional information was received that the device was performing as programmed. Additionally, the patient passed away due to heart failure. No abbott products were alleged to have caused or contributed to the patient's death.